Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, illegible, and unresponsive. The customer¿s blood glucose (bg) was 400-500 mg/dl. The customer's parent drove the customer home and delivered a manual insulin injection. Ultimately, the customer reverted to an alternate method in insulin therapy.